Event description:
Additional information received indicated the patient was stable throughout both procedures performed.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2023-48015 it was reported that the patient presented in clinic due to an unspecified infection. It was noted that the entire implantable cardioverter defibrillator (ICD) system was explanted on (B)(6) 2023, and a new ICD system was implanted on (B)(6) 2023. The patient is recovering.